Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated that insulin pump had battery out limit alarm after battery alarm. Customer reports they were able to clear the alarm. Customer reported that insulin pump was not alarming at time of call. Customer stated the batteries were out of insulin pump greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.